Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, the customer would clear the occlusion and resume insulin delivery without changing the supplies on the pump. As the customer was not receiving an occlusion at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.